Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime or seating anomaly was noted during testing. The insulin pump passed the self test. The insulin pump communicated properly with test guardian 2 link and the glucose sensor simulator. The alert before low and the alert on low alarms functions properly. No sensor anomaly noted. The device was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm. The customer¿s blood glucose level was unknown at the time of the incident. The issue was not resolved during troubleshooting. The insulin pump will be returned for analysis.